Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, a hospital nurse called to see if the infusion device was functioning correctly. Pt was hospitalized and diagnosed with diabetic ketoacidosis, and her hba1c value was above 13%. Blood glucose was 649 mg/dl when pt arrived at the hospital, and her normal blood glucose is below 180 mg/dl. Pt was admitted to the hospital and treated with an IV with insulin. No product issues were revealed during troubleshooting, and pt believes the infusion device is functioning as intended. Pt did not have the infusion device with her at the time of the report, and the nurse was advised to call with any add'l needs. Three attempts were made to follow-up with pt, and these were unsuccessful. No product will be returned for eval.